Event description:
It was reported to boston scientific corporation that overstitch suture cinch was used during a gastrostomy closure procedure on (B)(6) 2024. During the procedure, while attempting to deploy the cinch, the suture broke. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 is being used to capture the reportable event of suture break.